Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the rgdloop adjustable stnd suture device was broken off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> only the trial suture was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and photo provided by the customer. Visual observations revealed that the white suture was broken. It was identified that the distal part was several damages, the ends were frayed. Also, the green suture had a wear presence. Biological residues were observed with the returned plate. The device in the photo showed the same condition of the device received. A manufacturing record evaluation was performed for the finished device lot number:8l45392, and no non-conformances were identified. A previously investigation was made with the manufacturer; as a result, the white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement adjusting suture loops from dve testing averaged well over the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods 103050528, the tension is measured only on the green/white suture (111455) during the manufacturing process. Since the white suture was broken and the damage condition, the pull test is not required. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control and it is the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. Based on the condion of the suture received, this breakage is more associate to procedures variables such as: snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As per IFU: the steps for a proper insertion are provided. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.